Manufacturer narrative:
The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that patient was at home and found with both power sources disconnected from the controller. The family called 911(emergency) and ems pronounced patient dead. Patient was transported to the county morgue. (B)(6) coroner requesting interrogation of the controller. The coroner has not released the patient's body. Medical personnel from the university thinks that this is an intentional disconnect. (B)(6) was unable to download log files because a pin in the blue port is bent. Controller was requested back and escalation for review of the case. The date of death is pending verification. No further information provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual inspection for serial port abnormalities including missing blue cap, contaminants inside the connector and bent pins. Serial and power port connector damages are being investigated by the manufacturer. Log file analysis revealed that the final data point was recorded on (B)(6) 2016 at 20:33:26. Data files recorded that the driveline was disconnected between 18:35:38 to 20:33:26, or for approximately 2 hours. Review of the alarm files revealed 198 vad disconnect alarms were logged between 20:43:40 and 22:22:36; the alarm files can only record 200 data points before a first-in-first-out overwrite is initiated. Review of the event files revealed 25 controller power up events starting at 19:24:40 to 22:22:21. A motor start did not occur because the driveline was disconnected from the controller. The patient lost power between 19:20:44 (last data point before the initial controller power up event) and 19:24:40 (the first controller power up event). This suggests the patient may have been without power for 4 minutes. The driveline was disconnected at 18:35:38, or approximately an hour before the loss of power. Based on the information available, the available log files do not reveal any abnormalities that may have contributed to the reported driveline disconnections or loss of power. Multiple attempts were made without success to obtain additional information. Although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device as reported by the site is a likely contributing factor (i.e intentional disconnect).  The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times.  With a review of the limited available information, there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The inadequate perfusion that would have resulted during the double disconnection likely contributed to the patient outcome. The root cause of the reported event cannot be conclusively determined; however, there are patient and procedural factors that may have contributed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.